Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: heli-fx guide; serial number: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with a non-mdt stent graft system. The endoanchors were implanted to treat a type ia endoleak. It was reported that plaque was displaced during the index procedure. A left femoral endarterectomy was carried out and the event was reported to be resolved. The event was assessed by the investigator to be related to the index procedure. No additional clinical sequelae were reported and the patient is fine.